Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: updated from 8/16/2024 to correct date of 07/16/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with mild calcification, mild tortuosity and 70% stenosis. The 3.0x18mm xience alpine stent delivery system (sds) was advanced with resistance felt from the patients anatomy, thus the stent could not be fully deployed due to the anatomy. Therefore, a new unspecified balloon was advanced into the stent; inflated to secure the stent, then both the stent and balloon were removed together. Another same size device was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.